Manufacturer narrative:
An investigation into the reported event has been initiated and additional information has been requested. Any additional information will be included in a follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
According to the report, two syringes of bioglue were used in a surgery for a cardiac tamponade (pericarditis). In the evening following the surgery, the patient's platelet count dropped to 7,000 (vs. 260,000 the day prior to surgery). Etiologic causes were explored, disseminated intravascular coagulation and heparin-induced thrombocytopenia, have been excluded. Platelet levels were slow to rise seven days after the surgery the platelet count was at 10,000, nine days at 70,000, and eleven days at 150,000. The hospital inquired into the possibility that bioglue could have elicited an autoimmune response that caused the platelet count to drop. As such an investigation was performed. No bioglue lot number was reported with the complaint. Therefore, a quality review of the lot could not be performed. A medical review of the complaint details revealed it is not likely that bioglue contributed or caused the described drop in platelet count. Platelets can be consumed or damaged during cardiac bypass but it is unknown if bypass was utilized during this procedure. To date, there have been no previous complaints or deficiencies suggesting platelet consumption. No further action is warranted at this time.

Event description:
According to the report, two syringes of bioglue were used in a surgery for a cardiac tamponade (pericarditis). In the evening following the surgery, the patient's platelet count dropped to 7,000 (vs. 260,000 the day prior to surgery). Etiologic causes were explored, disseminated intravascular coagulation and heparin induced thrombocytopenia, have been excluded. Platelet levels were slow to rise seven days after the surgery, the platelet count was at 10,000, nine days at 70,000, and eleven days at 150,000. The hospital inquired into the possibility that bioglue could have elicited an autoimmune response that caused the platelet count to drop.